Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11 d4: attempts have been made to gather all product identification information and no further information has been provided. The reported event could not be confirmed due to lack of product and information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was not reviewed due to lack of product identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: unk glenosphere cat # unk lot # unk. E1: (B)(6). G2: literature - jason howard, , thomas stanila, samuel e. Mircoff, andrew l. Chen, hassan farooq & dane h. Salazar. (2025). Investigating the surgical outcomes transitioning from a traditional grammont-style valgus-medialized reverse shoulder arthroplasty to a varus lateralized reverse shoulder implant. Jses reviews, reports & techniques, 2025; 6. Doi: 10.1016/j.xrrt.2025.100617. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported through a journal article that one patient in the valgus neck-shaft angle cohort following reverse shoulder arthroplasty experienced postoperative instability and underwent a revision within approximately one year post-implantation. Attempts have been made and no further information has been provided.